Event description:
It was reported that the cannula did not insert into the skin. Upon removal of the pod, the cannula was visible and appeared to be bent. The infusion site was bleeding and painful. It was reported the needle deployed strangely, basically not at all and the pink slide status is unknown. No impact to the patient's blood glucose level was reported. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.